Event description:
It was reported that during device change out for eri, the lead was capped and replaced due to high capture thresholds. The patient tolerated the procedure well.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Clavicle crush damage was noted at 31.1-31.8cm from the distal tip. The etfe coating was intact at this location.